Manufacturer narrative:
(B)(4) ¿ undefined recurrence; urinary problems. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent tlh/bso due to dub, pelvic pain, pop and sui. It was reported that following insertion the patient experienced pain, infection, recurrence, urinary problems, dyspareunia and neuromuscular problems. It was reported patient underwent a diagnostic cystoscopy on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent transvaginal urehtrolysis, removal of mesh sling, and vaginal reconstruction on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete emptying and recurrent utis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent revision of suburethral sling on (B)(6) 2011 by (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, urgency, and obstruction.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.